Event description:
The customer reported that the battery was not recognized. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not recognized. There was no report of pt involvement. Philips sent the customer a new battery which we will consider resolved the failure. As of (B)(4) 2012, there have been no further issues reported from this customer site regarding the battery.